Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas generated malfunction alerts 57 (software runtime error) and 90 (algorithm output range error) after the device was placed back on the body following training, and the user was moved to multiple daily injections while a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and continued cgm use via the dexcom app or receiver. Investigation included review of device error history, user report, and receipt and inspection of the returned device. Investigation of the device engineering logs confirmed previous alert 57 and alert 90 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.